Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: (B)(6). Device manufacture date - 06/21/18 ~ 06/23/18. (B)(4). The actual device was returned to the manufacturing facility for evaluation. When closely observed the obtained sample (1pc), a part of catheter was snapped off approximately 18.5mm away from its root. Since the snapped catheter alone is measured approximately 13.5mm long, no missing portion is expected. The inner-needle had been properly activated and was shielded by the safety cover upon receipt. When closely observed the damaged portion under microscope, the inverted v-shape damage, in which the inner needle had created while it was punctured through the catheter, was observed. Furthermore, tensile stress was observed on the catheter. The manufacture inspection record was traced back and reviewed. No defective properties, catheter snap or scratch to degrade functionality of the catheter were detected. Furthermore, there have been no similar incidents ever reported by other medical institution for the concerned lot. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that due to suspected mishandling of the procedure there was catheter damage to the terumo surshield safety i.v. Catheter. Skin incision was performed nearby the insertion area and the fragment was successfully removed afterwards. The catheter fragment was confirmed through echography. While temporal dislocation of the peripheral line was being secured, skin incision was performed and was successfully removed afterward.